Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2014, information was received from a consumer regarding a female patient who was receiving an unknown drug via an implantable pump for an unknown indication. On an unknown date, the patient experienced an infection and the implant was removed. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.